Event description:
The patient reportedly fell and hit his head. Following this trauma, the patient reportedly experienced no sound perception. The decision was made to explant the c1 device. Surgery to explant the patient's device is to be scheduled.